Event description:
The white introducer of the dilator gets stuck in the purple introducer. No injury to patient.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes pdt ultraperc investigation revealed no package was received at the cumbernauld site on may 25th, 2021 with certificate of safe handling. With no packaging it was reported not able to establish which components had ben used in the procedure of the complaint.